Event description:
When rn completed injection and pushed to retract the needle, the needle fell to the lap of the patient, and a white piece of plastic from the syringe fell on the table. The patient was not affected. No leakage of medication noted. Needle did not stick or puncture employee or patient.